Event description:
Additional information received stated that the patient had a chronically high shock impedances. The patient's system will not be tested with a commanded shock. This patient will continue to be followed in the clinic and monitored in the patient remote monitoring system.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance and was detected via patient remote monitoring system. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received stated that this right ventricular (rv) lead exhibited another red alert for high, out-of-range (oor) shock lead impedance (sli) detected via the patient remote monitoring system. In addition, this patient had long history of high sli measurements. The system was checked and it was noted to be stable. The physician decided to continually monitor this patient. This rv lead remains in service. No adverse patient effects were reported.